Manufacturer narrative:
Device has been explanted and returned to the MFR; therefore, product eval is possible. A microscopic and macroscopic examination by a product engineer revealed that setscrews show indication of not making contact with the rod. The rod may not have been fully seated prior to final tightening. No x-rays, mas or rod was available to review.

Event description:
Date of implant in 2007. It was reported that a pt underwent an l4-s1 posterior spinal fusion with instrumentation at levels l4-s1. Approx a few days post-op, x-rays reportedly revealed that the "rod had slipped out of the left l4 screw completed". The pt underwent a revision surgery to replace the setscrews, approx 10 days post-op of original surgery date. The surgeon decided to leave the rod and screws, in place. No pt complications were reported.